Manufacturer narrative:
UDI = (B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative reported that this device was interrogated and a red screen with an unknown error code was displayed on the programmer screen. The local representative notified ts that the error code was 'da'. The local representative was notified that this was a s elf-correcting memory bit flip and no further action was required. The available information suggests that this device remains in-service.